Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain/severe cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿ left oophorectomy/ right salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Reporter information updated. Patient demographic information added. Essure insertion date updated to (B)(6) 2014. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping) and hair loss added incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), uterine haemorrhage ("acute uterine bleeding"), genital haemorrhage ("heavy abnormal bleeding") and thrombosis ("blood clot formed after removal of essure device") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dyspareunia, hemorrhage (nos), pelvic discomfort, hemorrhagic ovarian cyst, dyspareunia, chronic cervicitis, cervicitis (acute and chronic), endocervical squamous metaplasia (squamous.) And retroverted uterus. Concomitant products included augmentin. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), thrombosis (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain/severe cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿ left oophorectomy/ right salpingectomy and robotic total laparoscopic). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, uterine haemorrhage, genital haemorrhage, thrombosis, vaginal haemorrhage, vulvovaginal pain, abdominal pain, dysmenorrhoea and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, thrombosis, uterine haemorrhage, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical records: uterine hemorrhage(confirming genital hemorrhage), abdominal pain, abnormal bleeding, pelvic pain, abnormal vaginal bleeding, dysmenorrhea, menorrhagia ¿. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received : new event added :blood clot formed after removal of essure device. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), uterine haemorrhage ("acute uterine bleeding") and genital haemorrhage ("heavy abnormal bleeding") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dyspareunia and ovarian cyst. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain/severe cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿ left oophorectomy/ right salpingectomy) and surgery (robotic total laparoscopic , hysterectomy with). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, uterine haemorrhage, genital haemorrhage, vulvovaginal pain, abdominal pain, vaginal haemorrhage, dysmenorrhoea and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, uterine haemorrhage, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion concerning the injuries reported in this case, the following one was reported via medical records: uterine hemorrhage(confirming genital hemorrhage) most recent follow-up information incorporated above includes: on (B)(6) 2018: mr received: new event: uterine haemorrhage was added. Reporter, concomitant diseases updated. Event "menorrhagia" upgraded. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain/severe cramping"). The patient was treated with surgery (to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.